Manufacturer narrative:
Follow up 05-sep-2016: quality-safety evaluation of ptc ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1503 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. She is planning to remove the devices. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since a surgical intervention will be required for devices removal, this case is regarded as incident. Other non-serious events were reported. According to technical analysis, a product quality detect could not be confirmed but is considered plausible. No further information can be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from (B)(6) female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2007, essure (fallopian tube occlusion insert) was inserted and she experienced nauseous. In an unspecified date the consumer experienced pelvic pain, eczema, itching skin, irregular bleeding or breakthrough bleeding, head pain, arthralgia, tiredness, restless feelings, insomnia, mood swings, arrhythmia, tingling (hands, feet, legs and arms), feeling the implant, inflamed sebaceous glands in the vagina, and hyperventilation. She had an electrocardiogram performed but not results were mentioned. She had relation and/or family problems. Essure removal was planned. Company causality comment:this spontaneous case report received via regulatory authority refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. She is planning to remove the devices. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required for devices removal, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.